Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving gablofen 2000mcg/ml at 444.8mcg/day via an implantable pump. The indications for use were intractable spasticity and stroke. A motor stall was seen at initial interrogation. The patient recently had an MRI. Per the reporter the patient had the MRI a while back and did not know the exact date. The healthcare provider read the logs and the motor stall recovery had not yet occurred. The healthcare provider stated that the logs show a motor stall on (B)(6) 2017 and stop pump period may exceed tube set on (B)(6) 2017. It was discussed re-interrogating the pump with log. The interrogation did result in a recovery. The logs showed a motor stall recovery occurred today when they interrogated the pump. There were no reported patient symptoms. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.